Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, activation had been interrupted with u-02 error on erbe. Technical support engineer (tse) confirmed u-02 error in logs. Tse walked caller through disconnection of all cables from back of erbe and reconnection of only the power cable after 2 minutes and u-02 persisted. Caller had another system on site that was currently in use and no force triad. Tse explained the e-100 will still function. Caller was unsure how surgeon will proceed with case. Erbe communication cables still disconnected from back of erbe. A field service engineer (fse) followed up with customer and confirmed the case was completed using a forcetriad generator as planned with no reported injury. Isi followed up with the davinci coordiantor and obtained the following additional information: there was not a patient in the room or involved. First case of the day went fine. During turn over prior to bringing in the next patient, the machine started audibly alarming, and report was made at that time.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure u-error was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.